Event description:
It was communicated to philips the device plug test does not work. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the dfm100 indicating that the test plug does not work. No patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.